Event description:
It was reported that the insulin pump alarmed button error. Customer stated she pressed the buttons unresponsive and no bars on the battery icon. Customer stated the insulin pump stopped delivering insulin. Advised customer the insulin pump would be replaced. Customer's blood glucose at that time was 387 mg/dl. Advised customer the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked reservoir tube lip. Insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No battery icon anomaly noted.